Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis and loss of consciousness.

Event description:
It was reported that the receiver had no audio output. Date of issue is an approximation. The patient stated that in the afternoon she felt nauseous so she laid down. She checked her cgm reading and it was okay. She did not hear any alerts and after an unspecified time her husband found her unconscious on the floor and stated later that he also had not heard any alerts. The patient was taken to the hospital and woke up from a coma two days later, not having remembered anything after lying down. She stated that she was in hypothermia, in diabetic ketoacidosis (dka) with blood glucose over 1100 mg/dl, caught a virus, and was told that her heart had stopped twice. She checked her receiver after regaining consciousness and it was not alarming when tested. She was hospitalized on (B)(6) 2020 and discharged on (B)(6) 2020. She stated she was given an inpen at discharge but was unable to provide any information regarding treatment provided during the hospitalization. She was also unable to provide any information regarding how the virus may have contributed to the event. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.